Event description:
It was reported that thrombosis occurred. The patient was on warfarin prior to implant. A left atrial appendage (laa) closure procedure was being performed. An anterior curve watchman truseal access system (was) was positioned and a 31mm watchman laa closure device & delivery system (wds) were used. During recapture of the 31mm device, a clot was identified on the tip of the was sheath. The device was recaptured and removed and then the was aspirated. No clot was noted to be retrieved or noted on transesophageal echo (tee) in the left atrium. A 27mm device was successfully implanted. The patient woke with no neurological changes and was discharged the next day.